Event description:
Caller reported experiencing cartridge alarm 30 on two occasions. There was no adverse impact to the customer¿s blood glucose level as the level did not exceed 500 mg/dl. Cts confirmed consecutive cartridge alarms and decided to replace the pump. Customer was informed that a replacement pump with updated software would be sent, and that training would be available in their tandem source account. Customer understood and acknowledged the instructions to return the problematic pump and the steps upon receiving the replacement.